Event description:
Complainant alleged that while attempting to treat a male pt, the device displayed a "defib fault 80" message. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.